Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the emerge balloon catheter. There was blood in the hub, inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage; however, the exit notch was torn. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the proximal balloon transition was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. There is no indication the device was inflated over the rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4), tw: (B)(4).

Event description:
It was reported that the balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.25 mm x 15 mm emerge¿ balloon catheter was advanced for dilatation. However during the second inflation at 6 atmospheres for 8 seconds, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.25 mm x 15 mm emerge¿ balloon catheter was advanced for dilatation. However during the second inflation at 6 atmospheres for 8 seconds, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.